Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; curved opening, flat creases, brown particles in shell. Leak test and microscopic analysis was performed which identified; a curved punctured on posterior side assessed as surgical damage like. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - a punctured assessed as surgical damage like.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.